Manufacturer narrative:
The pt alleged she was getting out of bed, using the siderail for support, and the siderail came loose and hit her computer on the floor. The pt was not injured. The technician stated the customer removed the siderail and has replaced it with a fixed siderail. The technician inspected the siderail and found it was an old siderail and not the current siderail from the mod. The technician stated the left siderail was missing an e-ring which allowed the siderail to pivot all the way to the floor with the bed in the lowest position. Hill-rom initiated a field corrective action, internally known as "mod 414" which replaces the siderails with corrected units.

Event description:
The account alleged, a pt was getting out of bed on the pt left side, and the head siderail pivoted down while the pt was holding onto the siderail to exit the bed. No report of injury.